Manufacturer narrative:
Zimvie complaint number (B)(4). , h6: additional h6- patient codes: 1750: abscess.

Event description:
It was reported allergic reaction, damaged threads, infection. Implant was removed. Tooth sites # 29. Symptoms as a result of the event: abscess, aspiration.

Manufacturer narrative:
Based on updated customer information received and reassessment of the reported event, it was determined that MFR report number was reported in error. Please disregard this submission. No further reports will be submitted for this event. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.